Event description:
(B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set had gotten snagged out in body on (B)(6) 2025. It was also reported that the patient's wife re-inserted the infusion site and received an occlusion alert. The patient agent changed the infusion site and resumed insulin deliveries. No further information was available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.